Manufacturer narrative:
H3, h6: the software investigation was unable to determine probable cause. Logs were reviewed and it was determined that registration was tried many times and the error metrics were 6.8, 5.7 where registration was not complete. The other error metrics were between 4 to 2 and  4.9, 2.5 where registration was complete and successful. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version #: (B)(4). A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. (B)(4) are applicable to the system checkout software analysis has not been completed at the time of this report. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there were difficulties registering. The initial trace appeared on the side of the neck of the patient. The site personnel noted that the scan was "not ideal" and went down below the next. There was also a nasal cannula in the patient during the scan. The model was edited and the bounding box was used to make the model include the hard pallet and above. Registration was one again and metric above 5 was seen. The surgeon added additional trace points on the nose and posterior on the head. The metric was then 3.2. Registration was still slightly inaccurate in the anterior direction (touching the tip of the nose and crosshairs were off in the space). Three additional touch points were added, but when these were touched, they were red points and made the metric worse. It was noted that the touch points were refined in the 2d planes and all the points were on the surface of the scan. The surgery proceeded with the 3.2 metric. It is noted that the probable cause of the issue was related to using a bad quality scan that was not to imaging protocol. It is also likely that the nasal cannula contributed to the registration difficulties. The procedure was delayed by less than an hour and there was no impact on patient outcome.